Event description:
Healthcare professional reported left side deflation and "exchange from textured to smooth due to concern with the product." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and one opening on fill channel assessed as unidentified (tear) opening. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: crease flat is observed. White calcification is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and "exchange from textured to smooth due to concern with the product." Device has been explanted and replaced.